Event description:
Subsequent information indicated that fluoroscopy was performed where a lead fracture near the suture sleeve was confirmed. It was also reported that the patient had fallen and was exhibiting poor quality of life. A lead revision was performed where the lead was attempted to be extracted but could not be. The lead was capped. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high, out of range pace impedance measurements and an increased threshold in configurations with the distal lv tip involved. When the lv tip was programmed out of the configuration, the lead displayed normal impedance and good threshold. An x ray was performed that looked unremarkable. A lv tip fracture was suspected. The lead remained programmed with lv tip out. No adverse patient effects were reported. Available information indicates that the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.